Event description:
Additional information indicated that the patient will no longer be having surgery as the pain has since resolved on its own.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.